Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported the cannula was not inserted and that his blood glucose was reading at 480 mg/dl.